Event description:
The sales mgr, (B)(6), reported that "during a surgical procedure the item involved broke." No adverse consequences reported by the customer. Other products were available in the theatre so that the surgeon completed the procedure without any delay.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If additional info becomes available then it will be submitted in a supplemental report.